Event description:
The dental implant fx3608swc was removed on (B)(6) 2018 due to loss of oseointegration 4 years and 4 months after implantation. The doctor noted local infection, peri-implantitis, and pain during surgery. The patient has medical history of hypertension. The patient has recovered without complications.